Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The interconnect cable was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the image appeared white on the 7700 system after producing an x-ray. No pt injury was reported.